Event description:
The customer reported no image involving an Olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.The device was returned to Olympus for inspection, and the reported failure was not confirmed.Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.